Event description:
It was reported that during a low anterior resection, the device was fired to dissect the distal end of the diseased organ. It was found that the device fired an incomplete staple line. However, the staples were formed properly. The o.r. Time was extended by one hour. The pt is still under observation.